Event description:
Reporter is consumer who states that she has been a diabetic for 40 years and this device continues to make errors. The meter is given to you at no cost, but she has had the meter replaced "3" times in 2 months, because of a continuous error display. The company suggests that she may not be applying sufficient sample, but she is an "experienced" user and knows that she is applying the necessary amount of sample to the meter. The meter works fine for a couple of weeks, then after that it displays a continuous error message. She's also concerned that there's no record of her name as being a user of the device, when she's been using it for a couple months now! She has been using an old meter, until a replacement meter is sent. She says that she's been given a prescription for 800 discs to use in the meter. Each disc has 10 strips and she has yet to use a full disc without having an error being reported on @ least 1 to 2 of the strips. Her biggest concern is if the device is used on a young child, the child will require several finger pricks and this is not good. She feels the device needs serious attention and should be checked out right away.